Event description:
It was reported that during a surgical procedure at the user facility that the safety became stuck and the device could not be put into safe mode, but was stuck in run mode. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the safety became stuck and the device could not be put into safe mode, but was stuck in run mode. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.